Event description:
It was reported that during a breast biopsy procedure, the device could not make the probe go forward and back. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Eval summary: the unit was received at the international service center. The analysis site confirmed the customer complaint. To correct the complaint, the analysis site replaced the drive shaft, 21 link ladder chain and bushing. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.